Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in inappropriate shocks. An invasive procedure was performed and it was noted that the negative defibrillation setscrew was lodged in the up position creating a loose lead connection. The ICD was replaced.